Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A worn-out connector socket was causing the air gauge to come loose periodically. Additionally, the power receptacle was found damaged with a crack in the protective cover, the led not lighting up, and the plastic cap torn off. The housing had also suffered damage as the 4 suction feet had weak suction, and the top cover, main chassis, and rear panel all had rust present. The ac inlet at the rear of the unit was also damaged and had been pushed inward. The overall air pressure was also found to be low due to a faulty air pump with bent and outdated tubing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus maintenance unit due to a connection complication during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the power receptacle was damaged. This report is being submitted to capture the damaged power receptacle found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged power inlet and damaged power switch parts were caused by accidental failure due to long-term use or failure due to handling. The root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.